Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box, lot# 73l1700382 was manufactured on 11/21/2017, a total of (B)(4) pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production p/n 544250 hemolok l clips 6/cart 84/box, lot# 73d1800527, the samples were functionally inspected, and during the test issue reported "clips broke while loading into applier" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper other remarks: investigation and determinate the root cause.

Event description:
It was reported that the clips broke during the insertion on the applier. There was no reported patient injury.